Event description:
Customer reported an IV infiltration event that occurred on a pediatric pt in the ER. The infusion was believed to be fluid only. The pt's arm was reported very swollen. Treatment included elevation, application of warm compresses and admission to the hospital for observation. No further medical intervention was required. The customer requested an event log review. The customer was informed that the pump is not designed or intended to defect infiltrations and does not alarm under infiltration conditions. Although requested, the customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). Log review only. The customer has requested an event log review. The event logs and data set have been received. A f/u report will be submitted with failure investigation results once the eval has been completed.